Event description:
Customer reported that no conjugate was added to wells e6 and f6 during pipetting hbsag 3 assay plate bi0912. There was no alarm/no error message generated by the summit. Customer inspected the ejected tips and found conjugate pass the plunger seal (blow-by) within the disposable tip. Customer reported that the well strip in col 6 was not level. No death or serious injury was associated with this incident.